Event description:
Related manufacturer reference number: 3006705815-2022-17245, 3006705815-2022-17246. It was reported that patient had a potential infection at both lead sites and ipg site. There was redness, swelling and heat omitting from the ipg site, tunneling track and incision behind her ear. The physician drained and extracted from behind the ipg site. Patient was admitted to the hospital and given intravenous antibiotics and emergency surgical intervention was undertaken wherein the entire scs system was explanted. The infection was resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.